Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.

Event description:
Patient was determined to have a pseudo capsule possibly attributed to elevated cobalt levels. Mdm liner was explant and a black substance was noted on the backside.